Manufacturer narrative:
Concomitant medical products: pn; 110003452 g7 str inserter threaded shaft. The product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial hip arthroplasty on (B)(6) 2016, the exit hole on the handle was deformed and the instrument could not be disassembled following the surgery. This did not cause any complications during the surgery. The handle was used maximum for 15 surgeries.